Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured junction of the right vertebral artery and basilar artery aneurysm with a max diameter of 8.6 mm and a 4.8 mm neck diameter. It was noted that the patient's vessel tortuosity was unknown. The access vessel was the femoral artery. The landing zone was 2.68 mm distally and 2.9mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the microcatheter was positioned, the ped-300-25 flow-diverting stent was hydrated and advanced through the microcatheter to the target location. However, during deployment, the tip end of the stent failed to open properly. Despite multiple attempts, the tip end could not be opened. To ensure procedural safety, a new stent was used instead to continue the treatment procedure. The replacement stent was deployed successfully, and the procedure was completed safely. The angiographic result post procedure showed an obvious contrast agent stagnation within the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pipeline was not positioned in a bend it was not specified whether the pipeline was stuck in the capture coil. The amount of the pipeline that had been deployed at the time it failed to open is unknown. The number of times the pipeline was resheathed is also unknown. It is unknown whether any additional steps or other devices were required to open the pipeline. The pipeline was removed from the patient; however, it is unknown whether it was resheathed and removed with the microcatheter.